Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that, during an office follow-up, the device had a patient data alert. The patient data and the implant date are erased. Technical services reviewed the device downloaded memory and suspects this is due to a benign memory bit-flip that occurred in the ram of the device patient data buffer. Technical services advised that the original implant date will be lost. The clinic will update the lost data. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that, during an office follow-up, the device had a patient data alert. The patient data and the implant date are erased. Technical services reviewed the device downloaded memory and suspects this is due to a benign memory bit-flip that occurred in the ram of the device patient data buffer. Technical services advised that the original implant date will be lost. The clinic will update the lost data. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that, during an office follow-up, the device had a patient data alert. The patient data and the implant date are erased. Technical services reviewed the device downloaded memory and suspects this is due to a benign memory bit-flip that occurred in the ram of the device patient data buffer. Technical services advised that the original implant date will be lost. The clinic will update the lost data. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.